Event description:
It was reported that the noise was observed on the right ventricular (rv) lead. No intervention has been performed and the patient was stable and will continue to be monitored.

Event description:
Based on additional follow up information, it was confirmed that noise resulted in oversensing. Provocative testing was performed, and the lead noise was reproduced.